Event description:
A customer contacted beckman coulter inc. (Bci) stating 2 wash buffer bottles cracked and leaked. No injury was reported.

Manufacturer narrative:
The customer was sent replacements.